Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2016-00667. Follow up information identified the patient's leads were replaced with a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2016-00667. It was reported the patient lost effective stimulation coverage after suffering a recent fall. X-ray¿s confirmed the leads have migrated. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.